Event description:
It was reported that a refill was performed on 2023-nov-02 and the programmer was scheduled to remain at approximately 5 ml, but when the drug was suctioned from the pump tank, it almost could not be drawn (variation rate 38.5 %). It was reported the patient's condition was good, but the spasticity might have been slightly stronger in the past week. There were no symptoms of overdosing due to the increased amount of fluid. The environmental, external, patient factors that may have led or contributed to the issue was the hcp might have injected less refill drug volume during the previous refill, but in this patient it was not that difficult to identify the injection hole, so it is unlikely. The diagnostics/troubleshooting performed was the hcp checked the pump logs and it was confirmed there were no anomalies with the pump up until the previous refill date of 2023-jul-06. The actions/interventions planned to be taken was the hcp will check for a volume discrepancy at the next refill date and if there is a volume discrepancy, countermeasures will be considered. The current drug volume will be maintained for about 5 months, but a refill will be tried to be performed after about 4 months. It was unknown if the issue was resolved at the time of this report.  The causal relationship to the drug was indicated to be not related. The causal relationship with the catheter, pump, programmer, and procedure was indicated to be unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 (lot: hg2y6g309); product type: 0184-catheter; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: the imf (annex f) code f15 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.